Manufacturer narrative:
H10: per additional information, there was no deviation from IFU (instructions for use) on reprocessing steps for the nozzle. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of no air and water flow was confirmed. Device evaluation found organic residues, that seemed to be debris from the patient body, and that could not be removed were clogging the nozzle. It would likely have been clogged during the procedure. The additional evaluation findings are as follows: bending section cover glues were worn out, distal end insulation was out of standard values and insertion section insulation were near threshold value, charged coupled device pixel error occurred (2 white dots), bending angulations out of specifications, keytop 1 was cut, and the plug unit was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope did not have air and water flow. There were no reports of patient harm. During evaluation of the returned device, it was found that the nozzle of the insufflation channel was clogged by organic residues and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.